Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer states the holes on the insert tubes on the lower rear frame have elongated and no longer will tighten.